Event description:
Patient called the supplier to report that they had a procedure on (B)(6) 2023 with stryker implants on their left knee. They stated that they experienced loosening and some of the implant failed.